Event description:
A patient who had a reflex hybrid plate and 6 screws inserted experienced 1 screw "backing out" post operatively.

Manufacturer narrative:
Method: device was not returned for evaluation.results: device was not returned for evaluation. Device history review could not be performed as no lot code information was provided.conclusion: device was not returned for evaluation. The cause is not determined and multifactorial.

Event description:
A patient who had a reflex hybrid plate and 6 screws inserted experienced 1 screw "backing out" post operatively.